Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope produced an image for a second and then it disappeared. There were no reports of patient harm, this event was reported during a colonoscopy.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h11. The device was returned to olympus for inspection and the reported failure was confirmed but chipped contact pins were not listed in the investigation as a probable cause.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to chipped contact pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.